Event description:
Customer called on (B)(6) 2012 reporting that the blood sampling valve (bsv) was dripping from the manual mode on the lh 500 hematology analyzer. Customer was wearing personal protective equipment consisting of a lab coat and gloves at the time of the event and no exposure or injury was reported as a result of the leak. Customer also stated that no erroneous results were generated and therefore there was no change to patient treatment attributed to this complaint. Field service engineer (fse) was dispatched and realigned the manual probe. Repair and instrument operations were then verified per established procedures. Root cause for the leak was a misaligned manual probe.

Manufacturer narrative:
Bec identifier for this report is (B)(4).